Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use of the plunger of the 6mm bd¿ insulin syringe was difficult to move. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: a second investigation was performed by bd at holdredge. Upon evaluation by qe ah, it was noted that all samples received exhibited a slight deformation of the stopper, as visualized within the assembled syringe. Upon disassembly of the syringes, it was noted that all stoppers retained their deformed shape. Conclusion: possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. CAPA (B)(4) has been opened to address this issue.

Manufacturer narrative:
Investigation summary: customer returned (3) loose 3/10cc, 6mm syringe. Customer states that the plunger is very difficult to press down. All returned syringes were examined and exhibtied a deformed stopper in the barrel. Samples will be forwarded to manufacturing ((B)(4)) on 17nov2017 for further review. CAPA (B)(4) has been opened to address the deformed stopper issue. As per manufacturing, a review of the device history record was completed for batch# 6340572. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: bd was able to duplicate or confirm the customer¿s indicated failure (deformed stopper) possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. CAPA (B)(4) has been opened to address this issue.